Event description:
During percutaneous coronary interventional, the balloon ruptured causing a dissection to be obtuse marginal branch. An angiogram was performed which demonstrated a 99% stenosis and timi 2 grade flow of the obtuse marginal branch. The dura star 2.50 x 10 balloon was inflated at maximum inflation pressure of 24 atmospheres and ruptured, in which a dissection occurred. The balloon catheter was removed and a pinhole was noted. Another guidewire was used in the circumflex for backup, and attempts were made to deploy a promus stent (bs). However, this stent was unable to cross the lesion. Therefore, the stent was withdrawn and, however, after several attempts to dilate with other balloon, the promus stent was successfully deployed. The patient never experienced any pain or discomfort and the patient's condition postprocedure was fine.

Manufacturer narrative:
The product is available for evaluation and testing. However, it has not been received as of to date. Any additional information will be submitted within 30 days upon receipt.